Event description:
In 2008, the home patient (hp) called the technical service representative (tsr) after receiving a system error 2240 (air in lin) alarm on the homechoice (hc) device during dwell 4 of 4. The tsr explained the alarm. The hp stated that he did not disconnect and that there were no leaks or clamps open on unused lines. The hp stated that the heater bag had moisture underneath it when he connected it during set up. The tsr reviewed the program as requested. The hp was directed to follow up with manual exchange and to let the peritoneal dialysis (pd) nurse know about the system error. The hc was operational and an exchange of the device was not initiated. There was no patient injury or medical intervention indicated at the time of the initial report. The same day, product surveillance contacted the pd nurse and she was aware of this alarm. She further stated that the patient developed peritonitis shortly thereafter. The patient had cloudy fluid and some abdominal pain and was diagnosed with peritonitis three days later. There was no exit site or tunnel infection. The nurse was not sure of any break in aseptic technique but stated that the patient has been retrained on it. The patient is new to pd therapy, and it is possible that he could have contaminated something. She was not sure if there was a hole in the bag but stated that this could also have contributed to the peritonitis. The patient was trained to look for leaking bags before using them for therapy. The patient recovered from the peritonitis episode the following month. The hp was given vancomycin 2 grams intraperitoneal (ip) and gentamycin 60 milligrams intravenous in original month. Hp was also given 60 milligrams ip of gentamycin two days later, and 80 milligrams another two days later. In addition, the hp was given levaquin 250 milligrams by mouth every other day from the next day through the following month.